Event description:
Jp 7-15per maude event report form (B)(4), it was reported that during a hysterectomy procedure; while the device was being used, the tip separated from the equipment and was not found. It is presumed to be in the patient's pelvis. Another device was opened which performed correctly. The pelvis was suctioned and irrigated thoroughly without finding the original white tip of the device. Unknown if device will be returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2015. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.